Manufacturer narrative:
The subject device was returned to olympus for investigation but the phenomenon was not reproduced so far. Olympus will perform further investigation to determine the cause of this phenomenon. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the examination lamp of the subject device went off and the emergency lamp did not started up. The user completed the procedure using the same clv-190 because after the user turned on the subject device several times, the subject device worked properly. There was no report of the patient injury in this event

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-00988 to provide device evaluation results. Olympus checked following items of the subject device, and there was no abnormality found. Olympus checked the function of the subject device. Olympus checked the state of the connection of the harness inside the subject device. Olympus checked that there was no abnormality with long operation of the subject device. Olympus checked that there was no abnormality at the subject device with vibration. Additionally, there was dust inside the subject device. Olympus could not identify the cause of the failure of the emergency lamp. Olympus think the subject device did not work properly temporarily by some cause. It is considered accidental failure since the similar condition of clv-190 doesn't occur the past 3 years. Olympus stated the appropriate handling of the subject device in the instruction manual when the subject device had abnormalities. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.